Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "fluid leaking from the bottom of the device". This occurred during dwell three of four of peritoneal dialysis therapy. Renal therapy services (rts) advised patient to checked the solution bags and cassette for leaks, pinholes, or defects but there was no fluid from the cassette or bags. Rts would swap the device and advised the patient to keep the pro card and notify the registered nurse. The patient stated that they properly tightened the connections before therapy started. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.